Event description:
It was reported that the customer woke up, a couple of mornings, with a blood glucose level around 500 mg/dl. While the customer was bolusing she received a no delivery alarm. The customer was not feeling well and was suffering from laryngitis. She also had memory issues due to the extreme low blood glucose levels she has had over the past ten years. The customer stopped troubleshooting because she was not feeling well. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.